Event description:
It was reported the patient experienced pain at the ipg site following an auto accident. In turn, surgical intervention was undertaken the ipg was explanted, relocated and replaced with a smaller device to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.